Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and high blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl to 388 and 433 mg/dl at the time of the incident. The customer was at 372 mg/dl at the time of the call. The customer used the pump and manual injections to treat the highs and was given food and intravenous fluids to treat the lows. The customer experienced high symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also had highs on (B)(6) 2018 that resulted in a paramedic visit. The insulin pump will be returned for analysis.